Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 62-year-old male patient with a past medical history of coronary artery bypass graft (CABG) and coronary artery disease (cad), presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). The device was successfully weaned in the procedure room. Upon explant, the perclose string broke and a large hematoma formed. An 8fr angioseal was attempted to be placed, but was unsuccessful. A 14fr non-abiomed sheath (cook) was placed and a cardiovascular (cv) surgeon was consulted to remove the sheath and surgically repair the artery. It was noted that the patient was on an angiomax drip during the procedure. The post-procedure outcome is survived at explant. The impella functioned as intended. Vascular injury is listed as a potential adverse event, and consistent with known device-related, patient-related factors and/or can be attributed to user technique.

Manufacturer narrative:
Vessel perforation : the cause of the injury was not determined due to insufficient clinical details. Asae/ hematoma : the cause of the access site adverse event was use related as bleeding was caused by closure device/suture failure requiring surgical arterial repair.